Event description:
A report was received from the USA stating that an 840 ventilator graphical user interface (gui) had failed. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. The date of the event was not reported.

Manufacturer narrative:
The user facility investigated the reported malfunction and ordered graphical user interface (gui) central processing unit (cpu). Covidien customer support engineer (cse) replaced user facility purchased gui cpu. The device passed all tests. Covidien was only authorized to update software. (B)(4).